Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-apr-2024, it was reported that the infusion set fell off during use. The infusion had been used for 3 days. The patinet replaced infusion set and resumed insulin successfully no further information available.